Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the image was foggy due to damage on the charged couple device of the deflectable videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code has been corrected to 427 - circuit board) additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is likely that the foggy image occurred due to stress of repeated use, external factors or handling of the device leading to the breakage including disconnection of the image sensor unit. However, a root cause could not be specified. The instruction manual states the inspection method associated with the event in "chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.